Event description:
After pump and catheter replacement, the pt's left leg would go numb and she would experience diaphoresis, chills, low-grade fever, somnolence, and lethargy. The symptoms used to occur infrequently and lasted 1-2 days. At the time of report, they occurred every 6 to 7 days and lasted 1-4 days. There had been on volume discrepancies at pump refills. The pt was at home and her status was fair. The pt had an appointment to see her hcp. The type of medication, concentration, and daily dose being administered via the pump were not reported; device tracking sys indicates morphine. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.